Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Info rec'd indicates the brake is locking the caster wheels but the casters continue to swivel when in brake.